Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03891. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient concomitantly underwent a bilateral nipple areola reconstruction procedure and a bilateral abdominal scars revision procedure on (B)(6) 2012. Patient¿s wound was also closed with steristrips. The patient is being treated with a prolonged steroid course. Actual and representative sutures were returned for evaluation. The sutures were intact and undamaged with a normal appearance. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent scar revisions following surgery and reconstruction for breast cancer on (B)(6) 2012. Shortly after the procedure, the patient complained of shortness of breath. Two weeks after the procedure, the patient experienced headache, rash and itching that were not limited to the incision line. She was treated with, but did not respond to systemic steroids. Additional information has been requested.